Manufacturer narrative:
To date, this medical device remains actively in service without further issue. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was successfully implanted. It was noted however that the patient was in atrial fibrillation at the time of implant. The implanting physician chose to do additional defibrillation threshold testing (dft) at 41 joules which shocked the patient back to normal sinus rhythm (nsr). The patient was believed to have suffered a stroke post implant. Tissue plasminogen activator (tpa) was then administered within 30 minutes post implant. The physician then determined that the patient had fully recovered and had not shown any effects of a stroke.